Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the penumbra system 3max reperfusion catheter (3maxc) was broken upon removal from the packaging. The damage to the 3maxc was found prior to use. Therefore the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, multiple attempt has been made for the return of the device and was unsuccessful. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.